Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on (B)(6) 2019. Device evaluation summary: it was reported that a 54-year-old caucasian female underwent primary breast augmentation with a mentor smooth round moderate profile 375cc saline prostheses and experienced right sided capsular contracture (baker¿s grade unknown) and left sided deflation post procedure. The patient was in an accident and the left prosthesis appeared to shrink, and the right prosthesis became encapsulated. This summary relates to the right prosthesis. Upon receipt by mentor the device returned without fluid. No foreign material was observed within the device or on the shell surface. The mentor product analysis lab discovered a crease within an area of shell abrasion on the anterior aspect. No other anomalies were discovered. The mentor product analysis lab concluded that the capsular contracture was the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. Because mentor product analysis lab was unable to confirm any unusual failure mode, no corrective action will be taken at this time. A manufacturing record evaluation (mre) of lot number 232943 was reviewed and no anomalies were found related to this complaint. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures. There is no evidence that the issue is related with manufacturing. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: mentor smooth round moderate profile 375cc saline prosthesis, catalog #3501660, lot #232943. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female underwent primary breast augmentation with a mentor smooth round moderate profile 375cc saline prostheses and experienced right sided capsular contracture (baker¿s grade unknown) and left sided deflation post procedure. The patient was in an accident and the left prosthesis appeared to shrink, and the right prosthesis became encapsulated. As a result, the devices were explanted on (B)(6) 2019. This report relates to the left prosthesis. See 1645337-2019-07953 for contralateral prosthesis report.

Manufacturer narrative:
The mentor failure analysis lab received the device for evaluation on 1/21/2019. The analysis has begun, but is not complete at this time. When the investigation and analysis have been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).